Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that they had a car accident on (B)(6) 2017 and said, ¿it jammed me up so bad, I couldn't walk for about 3 days and when I turned the stimulator on it wasn't in the right place.¿ the patient reported that normally stimulation was for his back and down his legs, but since the car accident it had been ¿on the side by my rib cage and down my legs.¿ the patient reported that he saw his healthcare provider (hcp) last week and they told him that ¿I might need it programmed by a rep.¿ no further complications were reported.